Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis confirmed normal battery depletion.

Event description:
It was reported that during a routine pulse generator change out, the device exhibited backup operation. The device was explanted and replaced.